Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s weight is 133lbs, height is 5.2 ft. The patient reported that the right breast implant was drawn up and has become mildly tender, but malformed, it is high comparing to the left side and firmer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Note: explant date is (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and suffered from a discomfort, breast pain on the left side and breast hardness, capsular contracture baker grade iii on the right side. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the left breast implant.